Event description:
It was reported that noise on both atrial and ventricular leads were observed. Patient received inappropriate shocks. Lead fracture due to clavicular crush was also noted. The leads were capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.